Event description:
Subsequently, additional information has been received that this rv lead has been taken out of service. No adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has dislodged from its original implanted site. A future revision procedure has been scheduled to reposition this lead. No other adverse patient effects reported.